Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a tower doors failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 had clicking issue and was unable to recover. A field service engineer (fse) accessed the windows desktop and opened the latch column to apply corrective actions. The micro switches were cleaned, and the wire harness connectors for door 2 latch were re-crimped. The latch assembly was then tested using the hardware testing application and passed all tests without malfunctions. Additionally, corrective actions were applied to doors 1, 3, and 4, including re-trimming wire harnesses and cleaning oxidation from micro switches. All doors were tested successfully in both hardware and user applications, with no further repairs required. The system functioned as intended after the field service engineer repaired the device.